Event description:
It was reported that there was redness around the pump pocket site. No other pt symptoms were reported. The pt was on antibiotics. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional info has been requested from the hcp, a follow-up report will be sent if additional info becomes available.